Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise due to respirations. The oversensing resulted in pacing inhibition. The device was programmed to nominal, but was tested at least during implant.